Event description:
Equipment malfunction - the nurse hung a 1 gram bag of magnesium on this patient to infuse over an hour. She went back into the room after about 10 minutes and noticed that the magnesium bag was almost completely infused and she noticed the magnesium bolusing into the patient. She immediately closed the roller clamp and disconnected from patient and verified that programming was correct.